Event description:
It was reported that a pt received an overdelivery of chemotherapy due to a programming error. The pt reportedly received a 3 day infusion of doxorubicin in 3 hours. The reporter has acknowledged the overdelivery was the result of a programming error. The pt has been reported to not have experienced any incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and it returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.